Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that an unknown hakim valve was unable to be programmed after an MRI and was revised. After the MRI, the valve could not be reprogrammed. Several attempts were made to re-program the valve and other x-rays were taken but without success. There is no report of symptoms for the patient related to this event.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI (B)(4). Additional information: the device was returned for evaluation. The position of the cam when valve was received was 150mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested; no issues found. The catheters were irrigated; no occlusions noted. The siphon guard was tested without issue. Thee siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issues could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.